Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that it is unclear if the stitches were retained, however, if the stitches remained in-situ they are biocompatible and unsecured. Therefore, the possibility of micro-motion, migration and/or local skin irritation of the possibly retained stitches, cannot be ruled out. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - clinical, impact & device codes).

Manufacturer narrative:
Corrected information in h6 (medical device problem code).

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix stitch was passed, the first peek was passed and then the second when the stitch was tractioned, everything came out and the stitches (peeks) remained in the capsule. The procedure was successfully completed with non-significant surgical delay using a competitors device. No further complications were reported.